Event description:
The customer reported being treated by his doctor his high blood glucose of 425 mg/dl. The customer was experiencing unexplained high glucose for the past twenty four hours. Troubleshooting was performed. Reviewed the programming and found that the customer has taken more insulin through bolus history combined with the twenty four hour basal total than what is calculating in the daily totals. The customer stated that the daily total shows a difference of 0.8 units. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. Mfg. Report 1 of 2, medwatch report # 3004209178-2011-82475.